Event description:
It was reported that the patient was in clinic on (B)(6)2024. An attempt was made to interrogate the equipment but the system controller would not make connection and display data. An attempt was made to make connections with system monitor and heartmate touch (hmt) which was not successful. The controller was exchanged. After the exchange, the patient had frequent low flows and was admitted for evaluation. The controllers low flow threshold was to be lowered to 2.0lpm. The patient was not on anticoagulation related to recurrent gastrointestinal bleeding. Computed tomography of the heart was performed and the results were being awaited. The patient was to return to the operating room for outflow graft revision due to external outflow graft obstruction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
After the exchange, the patient had frequent low flows with dizziness and was admitted for evaluation. The low flows were thought to be related to hypertension, volume, or position. The controller low flow threshold was lowered to 2.0 lpm. The low flows resolved. The patient was later readmitted on (B)(6) 2024 for chronic low flows alarms despite software upgrade. It was additionally reported that a computed tomography performed on (B)(6) 2024 found an outflow graft obstruction. The patient returned to the operating room on (B)(6) 2024 for outflow graft revision due to external outflow graft obstruction. The obstruction was resolved, and the patient did not have frequent low flows following surgery. The onset of the patient's gi bleed is reported under MFR #: 2916596-2025-01199.

Manufacturer narrative:
Sections b1 and b2: corrected. Section b3: date of event corrected. Section d6a: date of implant corrected. Section h6: health effect - clinical code, health effect - impact code and medical device. Problem code corrected. Manufacturer's investigation conclusion: review of the account¿s submitted images confirmed a narrowing of the outflow graft lumen beneath the bend relief consistent with an extrinsic outflow graft obstruction (eogo). The reported low flow alarms could not be confirmed as no log files were provided by the account for review and a specific cause for the alarms could not be conclusively determined. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported patient conditions and gastrointestinal bleeding could not be conclusively established. A corrective and preventive action was initiated to further investigate heartmate 3 eogo. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) , with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including hypertension and bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient conditions, such as hypertension, can result in low flow. Section 5 of the IFU, ¿surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, ¿patient care and management¿, states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 mmhg should be considered adequate. This section also provides the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. Section 5 of the heartmate 3 lvas patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.